Event description:
Partial thromboplastin times drawn through implanted port at left subclavian, even with generous flushing, yielded artifactually higher results than ptts run on peripheral venipuncture specimens obtained at the same time. Heparin was running through tubing. A 100 cc flush of normal saline over a 30 min period of time prior to port blood draw showed no change in erroneous ptt results. An 18 gauge needle was inserted peripherally for further ptt draws.